Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal cramping") and genital haemorrhage ("clotting") in a female patient who received essure (ess205) for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2003, the patient started essure (ess205). On an unknown date, the patient experienced abdominal pain (serious criteria medically significant and clinically significant/intervention required), genital haemorrhage (serious criterion medically significant), the first episode of menorrhagia ("prolonged menses"), the second episode of menorrhagia ("heavy menstrual bleeding,"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe lower back pain"), fatigue ("fatigue"), weight increased ("weight gain"), weight decreased ("weight loss"), alopecia ("hair loss") and headache ("headaches"). Essure (ess205) treatment was not changed. At the time of the report, the abdominal pain, genital haemorrhage, first episode of menorrhagia, second episode of menorrhagia, dysmenorrhoea, back pain, fatigue, weight increased, weight decreased, alopecia and headache outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, the first episode of menorrhagia, the second episode of menorrhagia, dysmenorrhoea, back pain, fatigue, weight increased, weight decreased, alopecia and headache to be related to essure (ess205). The reporter commented: the consumer has a desire and intention to have the essure device removed and was investigating her options concerning removal of the device. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced severe abdominal pain and clotting (seen as genital haemorrhage). Plaintiff intends to remove essure. The events are anticipated in the reference safety information for essure. Considering that events started after essure insertion and the lack of alternative explanation, a causal relationship between them cannot be excluded. This case was regarded as incident, as a surgical intervention will be required. In addition, non serious events were reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal cramping/abdominal pain") and genital haemorrhage ("clotting") in a 23-year-old female patient who had essure (ess205) (batch no. 12268184) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included asthma in 1990, postpartum depression from 2002 to 2003 and umbilical hernia in september 2005. Concurrent conditions included hypothyroidism since 2013. Concomitant products included levothyroxine since 2013 and sertraline (zoloft) from 2002 to 2003. On (B)(6)2005, the patient had essure (ess205) inserted. In 2005, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"). In 2006, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menses/menorrhagia/heavy menstrual bleeding"), back pain ("severe lower back pain"), fatigue ("fatigue/fatigue"), weight increased ("weight gain/weight gain / loss specify which one: weight gain"), weight decreased ("weight loss"), alopecia ("hair loss/hair loss"), headache ("headaches/migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and migraine ("migraines / headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (the consumer has an intention to have the essure device removed and was inv/planning to remove esure). At the time of the report, the abdominal pain, genital haemorrhage, menorrhagia, dysmenorrhoea, back pain, fatigue, weight increased, weight decreased, alopecia, headache, vaginal haemorrhage, migraine and pelvic pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure (ess205). The reporter commented: the consumer has a desire and intention to have the essure device removed and was investigating her options concerning removal of the device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6)2005: satisfactory location of the microinserts bilatera most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received: events per pfs: abnormal bleeding (vaginal, menorrhagia), migraines / headaches, dysmenorrhea (cramping), pain, fatigue, weight gain / loss specify which one: weight gain were added.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal cramping/abdominal pain") and genital haemorrhage ("clotting") in a 23-year-old female patient who had essure (ess205) (batch no. 12268184) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included asthma in 1990, postpartum depression from 2002 to 2003 and umbilical hernia in (B)(6) 2005. Concurrent conditions included hypothyroidism since 2013. Concomitant products included levothyroxine since 2013 and sertraline (zoloft) from 2002 to 2003. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"). In 2006, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menses/menorrhagia/heavy menstrual bleeding"), back pain ("severe lower back pain"), fatigue ("fatigue/fatigue"), weight increased ("weight gain/weight gain / loss specify which one: weight gain"), weight decreased ("weight loss"), alopecia ("hair loss/hair loss"), headache ("headaches/migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and migraine ("migraines / headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (the consumer has an intention to have the essure device removed and was inv/planning to remove esure). At the time of the report, the abdominal pain, genital haemorrhage, menorrhagia, dysmenorrhoea, back pain, fatigue, weight increased, weight decreased, alopecia, headache, vaginal haemorrhage, migraine and pelvic pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure (ess205). The reporter commented: the consumer has a desire and intention to have the essure device removed and was investigating her options concerning removal of the device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: satisfactory location of the microinserts bilatera quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal cramping/abdominal pain') and genital haemorrhage ('clotting') in a 23-year-old female patient who had essure (ess205) (batch no. 12268184) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included umbilical hernia in september 2005 and postpartum depression from 2002 to 2003. Concurrent conditions included hypothyroidism since 2013 and asthma since 1990. Concomitant products included levothyroxine since 2013 and sertraline hydrochloride (zoloft) from 2002 to 2003. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue/fatigue"), migraine ("migraines / headaches") and back pain ("lower back pain"). In (B)(6) 2005, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"). In (B)(6) 2005, the patient was found to have weight increased ("weight gain/weight gain / loss specify which one: weight gain") and weight decreased ("weight loss"). In (B)(6) 2006, the patient experienced menorrhagia ("prolonged menses/menorrhagia/heavy menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2006, the patient experienced low back pain ("severe lower back pain") and headache ("headaches/migraines / headaches"). In (B)(6) 2006, the patient experienced alopecia ("hair loss/hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (the consumer has an intention to have the essure device removed and was inv/planning to remove esure). Essure (ess205) treatment was not changed. At the time of the report, the abdominal pain, genital haemorrhage, menorrhagia, dysmenorrhoea, low back pain, fatigue, weight increased, weight decreased, alopecia, headache, vaginal haemorrhage, migraine, pelvic pain and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, weight decreased, weight increased and low back pain to be related to essure (ess205). The reporter commented: the consumer has a desire and intention to have the essure device removed and was investigating her options concerning removal of the device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: results: satisfactory location of the microinserts bilatera. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: pfs received. New event: lower back pain was added. Plaintiff's information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 12-jan-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced severe abdominal pain and clotting (seen as genital haemorrhage). Plaintiff intends to remove essure. The events are anticipated in the reference safety information for essure. Considering that events started after essure insertion and the lack of alternative explanation, a causal relationship between them cannot be excluded. This case was regarded as incident, as a surgical intervention will be required. In addition, non serious events were reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.